Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) in 4 years and had short battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is same/similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device battery met 67% longevity. Performance data was analyzed and revealed a low battery voltage rrt alert. (B)(4).